Manufacturer narrative:
Investigation summary: the following investigation is based on accuview graph, risk assessment and IFU. The total duration of the study was 68:52 hours instead of 96 hours. The capsule signal was interrupted when the patient was more than 2 meters away from the recorder. The capsule signal is incomplete with multiple gaps during the study which indicates a communication problem between the bravo recorder and the capsule. A communication problem can occur due to capsule failure or the recorder was away from the patients body from 6 meters. The root cause was confirmed but the product met specifications due to trend analysis and no further investigation was performed. The error was not due to the product.

Event description:
According to the reporter, the customer called and reported they have a bravo short study. There was no harm to the patient but a repeat procedure will be necessary due to the short study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.